Manufacturer narrative:
The report of an interruption in pump function due to a total loss of power to the system controller was confirmed based on the review of the submitted system controller log file. Review of the log file showed normal pump operation with stable parameters until the pump stopped for an undetermined period of time as a result of a total loss of power to the system controller, indicated by a time clock reset to (B)(6) 2001 01:00 following the timestamp of (B)(6) 2016 06:55. The total loss of power/pump stoppage event was preceded by low battery advisory, low battery hazard and no external power alarms. The captured events and associated alarms appeared indicative of a total loss of power to the system controller due to depleted batteries and subsequent depletion of the system controller's internal emergency backup battery. Following the pump stoppage and restoration of power to the system, the pump immediately ramped back up to the fixed speed with baseline parameters. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016, the patient was found down with depleted batteries and the patient expired. It was reported that the external batteries and the emergency backup battery in the system controller were depleted. It was reported that the patient's equipment operated as intended. No additional information was provided.